Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified therapy (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Treatment was ongoing. It was unknown if dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. The patient was not recovered from the peritonitis. No additional information is available.